Event description:
It was reported that post implant, the right ventricular lead exhibited loss of capture and high impedance. The patient's pocket was re-opened and the lead was explanted and replaced. There were no adverse consequences during the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.